Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of peritonitis in an approximately (B)(6) male patient coincident with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies. In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex (doses, frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). In 2011, the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized. It was not reported if a sample of peritoneal effluent was cultured, analyzed, or if remedial therapy was prescribed. The root cause of the peritonitis was unknown. Event outcome was unknown. It was not reported if dianeal and extraneal therapies continued. It was unknown if the peritonitis was related to dianeal pd2 ambuflex, dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.